Event description:
It was reported that during a ptcra procedure involving a calcified and 99% stenotic lesion in the lad artery, the wire fractured. The physician successfully used a 1.5mm burr and then attempted to exchanged to a 1.75mm burr. It was noted after the exchange that the wire had fractured in the lad. The physician was unable to retrieve the fracture wire and it remains in the patient. Patient status was listed as good with no complications.